Event description:
S [situation]: called to dr [delivery room] for "assistance needed" for full term baby with a slow start. B [background]: full term baby with poor respiratory effort requiring ppv [positive pressure ventilation], CPAP [continuous positive airway pressure] and oxygen a [assessment]: patient resuscitated initially with ppv via mask and t-piece resuscitator using 60-100% oxygen to achieve target sats. Once the patient began breathing provider switched to CPAP via mask and tpr [temperature, pulse, and respiration]. At this time patient required 100% oxygen to maintain target sat. I converted patient to transport vent (tv100 #7, engineering # [redacted]) with settings of CPAP 7 100% o2 via nasal mask. Patient desaturated to 59% on the transport vent. Patient had fair air entry bilat and the mask had a good seal. When I went to troubleshoot the ventilator, I found that although the vent was set to deliver 100% the inhaled gas was analyzed at 21%. We immediately removed the patient from the transport vent and placed them back on the tpr with return of oxygen saturation to 96%. R: tv 100 ventilator pulled from service and is in the respiratory care office for further evaluation. Manufacturer response for transport ventilator, tv100 (per site reporter).